Event description:
The report we received from the affiliate indicated that the intended procedure was a percutaneous transluminal coronary angioplasty (ptca); while attempting to pre-dilate the lesion, the ninja balloon catheter suddenly ruptured at less than two atmospheres for two seconds. The problem occurred after the balloon catheter was advanced to the lesion; it was inflated using an indeflator. This was the first inflation attempt; however, it failed due to the immediate balloon rupture. The device was withdrawn from the patient without any difficulties and instead another ptca balloon catheter was used to complete the procedure successfully. The patient did not receive any injury. The lesion, located at the circumflex artery, was described as having moderate calcification and mild tortuosity; it was 20mm long and a reference vessel diameter of 1.7mm. It was unknown which type of burst occurred; however, it was indicated that there was no separation of any part; there was no deflation difficulty or leaks. Additionally, it was indicated that the product was not inspected prior to use, but it was prepped according to the instructions for use and no anomalies were noted during prepping.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned.